Manufacturer narrative:
(B)(4).

Event description:
It was reported that the catheter was fractured and disconnected intrathecally near the insertion point of the catheter. The fracture was confirmed via x-ray and the entire system was replaced. It was noted that the patient had no pain relief. It was unknown whether or not the patient was currently receiving effective therapy; however the patient was started on the lowest programmable flow rate with a concentration of 3.6mg/day. The drug delivered via pump was morphine.

Manufacturer narrative:
Product ID 8835, serial # (B)(4), product type programmer; product ID 8709, serial # (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2012, product type catheter; product ID 8596sc, serial # (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2012, product type catheter.